Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a power flush. The diluent check passed and quality controls were within range. The cse ran precision testing and all results were within range. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results of patient samples (B)(6) were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.